Event description:
It was reported to medtronic minimed that the customer reported damaged inpen and dose knob/dial difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-723lnah, mmt-105elpkna. Troubleshooting was performed. The customer did not attempt to force the dose knob/dial when difficulty turning was experienced. No harm requiring medical intervention was reported. Mmt-723lnah, mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Per visual inspection: missing injection foot. No physical damage inpen front and back shell was noted. Original cartridge holder not received. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Unable to perform baseline and wireless functionality, displacement dose accuracy, and leadscrew reset torque test due to missing injection foot. Inpen passed front cap investigation. In conclusion: no insulin is dispensed when the injection/dose button is pushed. Unable to verify customer's complaint for leadscrew anomaly and difficulty to dial/dose due to missing injection foot. Therefore, the customer concern of difficult to dial/dose and leadscrew anomaly could not be confirmed. Inpen received without original cartridge holder. Missing or physically damaged cartridge holder can affect insulin delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.